Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual and optical examination of instrument confirms the tip of the tap is cracked, splayed and broken along the centerline of the shaft with an approx 4mm length broken off and missing. Tip splay or trumpeting effect indicative of off-axis use of the tapping instrument with respect to guidewire. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tip of the tap broke off. No patient complications were reported